Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that during laser lithotripsy with stent placement, the tether string of the stent broke. The stent was placed in a 19 french cystoscope- storz hotkins ii, the scope was too small for the stent pusher to go through. The physician used "a lot" of force to advance the pusher after stent placement and it got stuck. The physician tried to back the stent off and was pulling on the tether string and then the string broke. No pieces remained inside the patient. The procedure was successfully completed with a different stent. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.